Event description:
It was reported that the implantable neurostimulator (ins) tipped out and it was not flush. As a result the ins tipped out when they sat and it tipped out shortly after implant. The patient was going to discuss their issue with their health care provider (hcp) tomorrow. It was further noted that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. Appointment dates noted were 2014 (B)(6) and 2014 (B)(6). It was later reported that the patient¿s ins had surfaced to the top so they would be putting it in deeper and they were wondering if this was common. The ins may be flipped and it tipped about a month after implant and the patient¿s hcp said it wasn¿t a big deal. About a month and a half ago, it started flipping more and now they would be doing a revision on 2014 (B)(6) to put it in deeper. The lead lines had surfaced to the top along with that and had caused an irritating bubble on their tailbone. It bothered the patient to sit against a chair. The patient didn¿t think their manufacturer representative was notified of this issue and they wanted them to know what was going on. The patient thought they just rejected a lot of things because they were a redhead and were allergic to a lot of things. When the patient had an appointment on 2014 (B)(6) the manufacturer representative turned the intensity up and maybe that was why they were noticing the leads more. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# va0e9kv, implanted: 2013 (B)(6);product type lead product ID 3889-28, lot# va0e9kv, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).